Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: fcs. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device failed to deploy; collagen remained inside the sheath. There was no injury to the patient. Hemostasis was obtained with manual pressure. Type of procedure performed was an angiogram. No blood loss reported. The event occurred post-operative. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information (B)(6) 2023: the french size sheath that was used was an 8fr sheath. There were no difficulties with access or wire advancement. There were no difficulties with insertion of the device.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separated, and the carrier tube was in the fully rear-locked position with all internal contents fully deployed. The hemostasis sheath and carrier tube were also found to have been kinked. No other damage or issues were identified. The complaint was able to be confirmed for a kinked carrier tube and hemostasis sheath. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the hemostasis sheath due to off-axis loading of the component during insertion or device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).